Event description:
The nipple at the end of the aiming device broke off into the synfix-lr. The synfix-lr was implanted in the patient along with the nipple from the aiming device.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.